Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the impactor was damaged during the surgery. When the surgeon was spinning the impactor by hand to make sure that the blade is already secured and tight to the bone; the edge of the impactor was damaged and broke into two pieces before released it. There are no prolongation time during the surgery as the blade was broken after the insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the connection (welding joint) between the gripping head of the handle and the shaft is broken; the handle therefore separates from the shaft. The investigations has shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe hammering marks on the striking head indicating that the instrument was subjected to excessive use. The current technique guide 036.001.143 recommends: ¿insert the pfna blade to the stop by applying gentle blows with the hammer.¿ due to the heavy hammering marks we presume that the instrument was resulting in rupture of the welding between the stroke cap and the shaft. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No product related condition was detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.